Event description:
It was reported that during surgery, the scrub technician tried numerous times to withdraw the water from the pump and encountered no counter traction. Surgeon was not confident using the pump on patient; the pump was not implanted.

Manufacturer narrative:
Final analysis of the device revealed no anomaly, normal device function. Per analysis no resistance was encountered during decontamination.